Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: review of the black box did not show any evidence of a "no power" event. On investigation, the pump powered on using the returned battery cap, which had been evaluated and determined to meet required specifications. The pump was exercised with for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. The pump case was removed for investigation with no evidence of moisture or loose components inside pump. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.